Manufacturer narrative:
Vegetations. Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Additionally, the patient's medical records indicate that the patient has a history of endocarditis and (B)(6).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 5 months. Through follow-up with the health-care provider, it was learned that the valve was removed due to endocarditis ((B)(6)) and vegetation. Per the operative report, toward the beginning of 2011, the patient was re-admitted for prosthetic valve endocarditis and was also found to have diskitis. Approximately 10 weeks ago was presented with prosthetic valve endocarditis. The patient was found to have pseudomonas in her blood stream and a small vegetation in the mitral valve. She was treated with antibiotic therapy as an indium scan was negative for any secondary infections. Preoperative tee was performed, the aortic valve was trileaflet with mild aortic insufficiency. No vegetation on the aortic valve was noted. There was a large vegetation on the mitral valve and moderate mitral regurgitation though there was no perivalvular leak. The valve was replaced with another edwards bioprosthetic valve.